Event description:
A malfunction alarm was reported, indicated by malf 12, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump and instructed to continue using it while understanding to contact support if the malfunction recurred.